Event description:
Per user facility medwatch form, (B)(4) during a laparoscopic hysterectomy procedure; there was a warning to release pressure. The device was removed from the patient. Staff attempted to test the device, but during testing the device tip broke off. All components of the device were recovered. The procedure was completed using same like device. There were no adverse patient consequences reported. It is not known if the device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.